Manufacturer narrative:
Results: inspection of the returned product revealed the pt access panel side b zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. (B)(4).

Event description:
The customer reported that the head panel side has the insert pin missing in the zipper. There was no pt incident or injury reported.